Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient switched the freedom onboard batteries, but the fault alarm did not resolve. The patient subsequently went to the hospital and switched to a back up freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.